Event description:
New information received noted that the left ventricular lead was explanted and replaced. The patient was in stable condition post procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow-up. Upon review, it was noted that the left ventricular lead exhibited high impedance. Programming changes were performed. The patient was in stable condition.

Manufacturer narrative:
As received, a complete lead was returned in one piece. X-ray inspection found one cable broken/separated at 82.5 cm from the connector pin. Scanning electron microscope verified the ring electrode cable was fractured at the s-curve region. The cause of the reported event was due to fractured/ separated cable.